Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A functional examination was performed, the device was inflated and liquid was observed to be leaking from a pinhole located approximately 19mm proximal of the distal markerband. This failure is defined as an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Therefore, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used in the ureter during a balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had a hole. The procedure was completed with another uromax ultra dilatation balloon . There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.